Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information notes that the device was explanted and replaced. The patient tolerated the procedure well and will be followed normally.

Event description:
It was reported that the patient presented for a routine check. Patient was asymptomatic. When attempting to demonstrate the patient notifier to the patient, the patient could not feel the vibration when it was tested. The rep could also not feel the vibration when it was tested. This was consistent with wand only and rf only telemetry. It was suggested to discuss the issue with the physician. Device remains implanted.